Event description:
A malfunction alarm was reported with the pump, specifically showing malfunction code 16, and the customer confirmed the pump was still under warranty. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and instructed the customer on how to use an alternate therapy with mdi to ensure insulin delivery was not interrupted. The customer was advised to wait until a session ends or is stopped before inserting a new sensor if using a g7 sensor with the replacement pump. Furthermore, the customer was guided on placing the pump into storage mode before returning it and agreed to send the faulty pump back with a prepaid label within 10 days.